Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr)procedure performed on (B)(6) 2021. During the procedure, clip could not be deployed after closing. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned activated inside the outer-sheath and was not attached to the rest of the device. It was also observed that the clip was not broken; however, the clip arms were misaligned. No other problems with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, clip could not be deployed after closing. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on january 26, 2022. It was reported that clip was able to grasp and lock on the tissue, but did not release from the catheter and still could not work after repeatedly pushing and pulling the handle. The device was forcefully pulled out, and the device was fractured.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, clip could not be deployed after closing. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on january 26, 2022. It was reported that clip was able to grasp and lock on the tissue, but did not release from the catheter and still could not work after repeatedly pushing and pulling the handle. The device was forcefully pulled out, and the device was fractured.